Event description:
Procedure type: sleeve gastrectomy. According to the reporter: no buttons were pushed and the device would articulate on its own. Jaws weren't closed on the tissue at that time. Device was removed from the patient and a manual device was used. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. No device fragment or component fell into the patients cavity. No device fragment or component was left in the patient. Peri-strip reinforcement material was used during the case.

Manufacturer narrative:
(B)(4).